Event description:
It was reported that the customer received a continuous glucose monitor error 42. Additionally, it was reported that the pump battery was depleting quickly that the pump shut off unexpectedly. Customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 90-200 mg/dl.